Event description:
The catheter was placed on 1/6/98 and it worked well for approx (6) treatments. On 1/17/98, the pt presented to the chronic dialysis unit with oozing around the catheter. Upon connecting the pt to the dialysis machine, the pt developed a hematoma in the tunnel area. Treatment was stopped and the pt was sent to hospital to have the catheter removed and a new catheter was placed.